Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional additionally reported rupture. Healthcare professional later reported "any creases associated with hole." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed 1 opening assessed as fold flaw opening ¿capsular contracture: unable to observe as it is not related to the device. ¿crease/folding of implant: observed. Additional observations: ¿observed stress marks. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d9, h3, h6

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Later, healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.